Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose (bg) level of over 400 (mg/dl). The cause of the elevated bg level is unknown. The customer passed out and fell due to the elevated bg level causing the customer to cut their head and suffer a broken and dislocated shoulder. The contact found the customer and took the customer to the hospital for treatment. The customer was admitted to the hospital on (B)(6) 2017 while in the hospital the customer received manual injections of insulin, stitches, an x-ray and a CT scan. The customer also had their shoulder reset. The customer was released from the hospital that day with a bg level of 200 (mg/dl). Later the same day, the customer was brought back to the hospital due to experiencing a seizure. Contact stated they were unsure if the seizure was a result of the elevated bg level or head trauma suffered earlier that day. The customer received seizure medication. While in the hospital the customer entered cardiac arrest. Contact stated they were unsure if the cardiac arrest was caused by the elevated bg level, head or shoulder trauma, seizure or cancer medication the customer is currently taking. The customer was given heart and chemotherapy medication. Follow up with the customer determined that the customer had been taken to a rehabilitation center to treat the cardiac arrest and manual injections were being used to manage blood glucose levels.